Manufacturer narrative:
Section h10: (h3) the evaluation noted that revision reported was likely the result of an infection. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions. The reported loosening may have been the result of an insufficient bond between the implant and the bone which led to femoral loosening. However, this cannot be confirmed because the component was not returned for evaluation. It is unclear if the reported infection may have contributed to the loosening of the device. No information provided in the following section(s): a2, a3, a4, a5, b6, and b7. The following section(s) have additional info: g4, g7, h1, h2, h3, h4 h6 and h7.

Manufacturer narrative:
The evaluation noted in the revision reported was likely the result of an infection. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions. The reported loosening may have been the result of an insufficient bond between the implant and the bone which led to femoral loosening. However, this cannot be confirmed because the component was not returned for evaluation. It is unclear if the reported infection may have contributed to the loosening of the device. No information provided in the following section(s): a2, a3, a4, a5, b6, and b7. The following section(s) have additional info: g4, g7, h1, h2, h3, and h7. Section h11: corrections made in the following section(s): (h3) brand name.

Manufacturer narrative:
Pending evaluation.

Event description:
Patient had tka done on (B)(6) 2018 on right knee. Patient had revision surgery on (B)(6) 2019 scheduled for a poly swap due to suspicion of infection. During the procedure, the fumur was determined to be loose. Surgeons removed all components and attempted to implant a knee interspace. Surgeons determined the knee would not accommodate the thickness of the interspace and called stryker to bring in a femoral component and cemented tibial poly to stage the patient for a revision surgery.